Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Dr. Revised a right hip head, cup and liner to a multi-hole cup/mdm due to dislocation and cup loosening. Original surgery was (B)(6) 2003. This was a already a revision of a prior primary done (B)(6) 2002 by the same surgeon.

Event description:
Dr. Revised a [right hip] head, cup and liner to a multi-hole cup/mdm due to dislocation and cup loosening. Original surgery was (B)(6) 2003. This was a already a revision of a prior primary done (B)(6) 2002 by the same surgeon.

Manufacturer narrative:
An event regarding loosening involving an omnifit shell was reported. The event was confirmed by medical review. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following: "conclusion of assessment: the patient underwent a right total hip arthroplasty in 2002 and then required revision in 2003 for instability. The patient then had to undergo a second revision for dislocation and cup loosening. I can confirm that the events occurred since I was able to review the operation reports and the single photograph of an x-ray showing a loose and malpositioned acetabular component. Regarding the possible root cause of this event, I cannot determine this with certainty. Early revision for instability is common and multi factorial including positioning of the implants and surgical technique. Late revision for instability loosening is also multifactorial." -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records confirmed the loosening of the omnifit shell. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event and determine root cause. If further information becomes available or the product is returned, this investigation will be re-opened.